Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the battery and battery door were missing. The event history log confirmed check clutch/plunger lever occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a worn leadscrew, right and left clutch halves and clutch spring. The leadscrew, right and left clutch halves and clutch spring were replaced and the pump was cleaned, greased, and calibrated. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device's clutch/plunger lever had an error. There was no physical damage reported. There was no patient involvement.